Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope air-water channel was blocked with glubra (glue). There were no reports of patient harm/involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover and nozzle have foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no air/water was able to be fed due to clogging of the nozzle. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.